Event description:
The pump was returned for persistent occlusion alarms. Evaluation revealed that the force sensor resistance measurement was out of calibration, and the force sensor plate was physically damaged. This report is made based on results of investigation completed on 08/31/2011.

Manufacturer narrative:
Correction number: 2531779-03/24/2010-003-r. Device evaluation: the pump has been returned and evaluated by product analysis on 08/31/2011 with the following findings: a review of the black box indicated multiple occlusion alarms due to high force, which could not be duplicated during testing. Evaluation revealed that the force sensor resistance measurement was out of calibration. The force sensor plate was physically damaged, and there was evidence of green contamination around the force sensor shim plate. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.